Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿floaty material¿) was noticed in several bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after drawing up insulin. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no. We do not receive or show or photograph the client, however this claim had already been addressed in (B)(4), where the client sent shows on (B)(6), where a white particle is observed inside the syringe. The client's sample was sent for infrared (ir) spectrum analysis, when performing the ir spectrum of the sample the contaminant particle does not present signals that can be identified. When compared with the spectra of the different listed materials (resin, stopper, packaging paper, etc.), the spectrum of the particle does not present signals that correspond to the spectra of the different components of the plastic syringe, and therefore the particle does not come from the materials analyzed. DHR review showed the lot was inspected by quality control. The lot was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. It is important to mention that the failure mode related to the environment is ruled out since currently there are monthly monitoring of viable and non-viable particles in the manufacturing areas. Also, in the productive areas the staff uses equipment such as: earplugs, net and cap, safety glasses, beard covers, safety shoes exclusive to the area, so this possible source of contamination is discarded since there is equipment that protects both personnel and the product of foreign particles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter (described as ¿floaty material¿) was noticed in several bd luer-lok disposable syringe with bd luer-lok tip after drawing up insulin. There was no report of exposure, injury or medical intervention.